Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v621113, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Regarding how the patient was doing following the revision, it was noted the patient was fine and on good therapy.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that there was an action required as a result of the event and it was planned to occur on (B)(6) 2014, but it was unknown what the action was. The patient¿s status was reported as alive with no injury and there were no patient symptoms or complications associated with the event. It was later reported that the patient was scheduled for a revision on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.